Manufacturer narrative:
Add'l info has been requested and if made available, this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.

Event description:
It was reported that "while looking over t-handle prior to taking into surgery, I noticed that the threads of the inner attachment have been broken off and deformed. The t-handle will not attach to distractors or shavers. The sliding mechanism pulling down to attach instruments is difficult to pull and will not engage properly."